Event description:
The user facility reported that water was leaking from their system 1e. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the system 1e and observed a steady water drip from the big blue filter housing. The technician replaced the housing, ran test cycles and confirmed the unit to be operational. The technician stated the cause of the crack in the housing was due to the high water temperature at the user facility. The facility has addressed their water temperature.